Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No damages were observed that would contribute to the reported needle mechanism failure. The cause of the reported needle mechanism complaint could not be determined. The exposed portion of the soft cannula was observed to be fully detached, resulting in a tear originating on the internal soft cannula. The timing and cause of the observed cannula damage could not be determined.